Manufacturer narrative:
Tiger aesthetics medical complaint# (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 283.1 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side CT indicated rupture.